Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the infusion was disabled before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics infusion printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on (B)(6) 2011. Based on qa assessment, the product met specifications at the time of release the root cause of the reported event can be attributed to the nonconforming fluidics infusion pcb. However, how or when the component became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).